Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant attempt, after the lead was placed an attempt was made to remove the competitor guidewire, but the lead was removed as well. No patient complications have been reported as a result of this event.